Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see medwatch report #: 3004209178-2014-83190.

Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected the reservoir, snap-cap, and septum for anomalies, and none were found. Ran occlusion testing, and fluid was able to flow through the infusion set, and out the catheter tip. No occlusions were noted.

Event description:
Customer's mother reported no delivery alarms since the early morning. The blood glucose reading is 533 mg/dl. Customer has treated with manual injection and insulin pump. Customer has moderate ketones and may go the hospital. Nothing further reported.